Event description:
It was reported that whilst chopping wood, a log hit on to the implant site of the patient. From that moment on, the patient was no longer able to hear with his device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When availabel, a device failure analysis will be submitted as a follow-up report.